Event description:
It has been reported to philips that the system did not turn on. The system use at the time of event was not in clinical use. There was no harm reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system does not turn on. Review of the log file didn't confirm the reported malfunction. The fse found that the x-ray pc was defective. The failure analysis of the x-ray pc confirmed the cause of the failure with the faulty ram memory. However, the fse replaced the x-ray pc and reloaded the system software which resolved the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.